Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced insulin flow block since friday which occurred on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.